Manufacturer narrative:
During initial visual inspection of the returned blood pump, deposits were found in the valves. The membrane was relaxed and was in the diastolic position. The blood pump was cleaned and disinfected. Despite intensive cleaning, the deposits could not be completely removed. The pump was tested for functional performance using parameters used by the clinic and the parameters used for pump release during production. The pump performance met the specifications. The pump was completely filling and emptying and the membrane was smooth in the end position. During the test, squeaking noises could be heard at both the outflow and the inflow valve of the blood pump. By carefully pinching the noises could be eliminated. No abnormalities were found during the review of the manufacturing records. The blood pump passed a functional testing with noise testing twice during production. Squeaking noises were confirmed during failure analysis. The valves have been checked during production at berlin heart gmbh and no abnormalities were found. While using with the patient, a squeaking noise can sometimes occur on the pu valves. Analyses performed before indicated that the squeaking of the valves resulted from vibration of the valve leaflets. This effect only occurs in a valve-dependent pressure range in the locking direction of the valve. The pressure at the valve is strongly dependent on the patient's circular system, the implanted cannulas and the patient's blood properties. Therefore, the squeaking may start and stop when the drive parameters are changed or the patient's mobility changes. In this case, the complained squeaking noise could be reproduced on the valves, during the analysis. A slight vibration of the valve leaflets was detected. Therefore, a correlation between the pump and the patient's elevated hemolysis cannot be excluded.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), is in use on the patient from (B)(6) 2022 until (B)(6) 2023 (57 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
Site contacted bhi clinical affairs on (B)(6) 2023 with concerns about worsened squeaking of the blood pump. Site reported that the inflow valve had been squeaking over a couple of months and only resolved itself with mild pinching of the inflow valve. However, site reported that squeaking was now noted at both inflow and outflow valves. The site was concerned because the noise has become increasingly louder over the last couple of days and ldh/pfhgb have been rising. (B)(6) 2023; ldh 629, pfhgb <30. (B)(6) 2023; ldh 1173, pfhgb <30. (B)(6) 2023; ldh 1344, pfhgb 120. (B)(6) 2023; ldh 1713, pfhgb 60.